Event description:
A dailysis facility nurse reported that during a treatment on a meridian hemodialysis machine, the venous bloodline became disconnected from the pt's catheter. There was not a machine alarm to indicate the bloodline disconnection. It was reported that there were multiple arterial pressure alarms during the treatment for access related issues prior to noting the disconnection between the catheter and the venous bloodline. The bloodlines were about to be flushed with normal saline due to continued arterial pressure alarms when it was noticed that the venous line was disconnected. The venous line was reconnected to the pt access and air was removed from the extracorporeal circuit to attempt to return remaining extracorporeal blood to the pt. The pt then became nervous. Thirty seconds later it was reported that pt's eyes rolled back and became unresponsive. The pt's respirations were sporadic and pulse was thready. The blood was returned to the pt and the nurse continued to give two liters of normal saline through the venous access. The pt remained unresponsive with "a sporadic respiratory status." Oxygen administration was initiated and a "code" was called. The pt's face became purple and chest compressions were initiated until a "do not resuscitate" (dnr) status could be reviewed. The pt had a dnr order; resuscitation was stopped. Fifteen to twenty minutes following the cessation of resuscitation, the pt started to talk. The pt was sent to the inpatient hospital. The pt has fully recovered. It was reported that with previous treatments, the nurse has had trouble with the pt's catheter access. Treatment parameters consisted of a 250ml/minute blood flow rate.